Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.